Event description:
It was reported that at follow up, high impedance was noted. The lead was explanted.

Manufacturer narrative:
A fracture of the rv cables was found within the df-1 connector leg consistent with fatigue. The fracture is consistent with the observation from the field of high shock impedance. Damage to the optim sheath was also noted at 24.5cm from the connector pin, related to the suture sleeve tie.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.